Manufacturer narrative:
Concomitant medical products: product ID: unknown, competitor lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high threshold measurements in the right ventricular (rv) lead. Reprogramming was done, and the device and lead remain in use. No patient complications have been reported as a result of this event.